Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, treatment and the outcome of the peritonitis was not reported. The patient was hospitalized for the event and discharged six days later. No further detail was provided regarding whether pd therapy was ongoing at the time of this report. No additional information is available.